Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code and "ventilator inoperative" code were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues. Additionally, an issue with the active exhalation control module was observed by service in testing. The device's active exhalation control module was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).

Event description:
The MFR received info alleging a "low circuit leak" alarm condition occurred, followed by a ventilator inoperative condition. There was no harm or injury reported.